Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see (B)(4). Placeholder.

Event description:
The user facility in (B)(6) reported the cutter was not functioning or working properly. There was no patient impact or medical intervention required.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v4794 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The cutter good aspirated as, it should.